Event description:
On 11/10: customer reports pt undergoing a ureteroscopy for stent placement when the fluoro failed. Customer does not recall any pt procedural details, but states the procedure was completed with no injuries to be reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation results, a medwatch 3500a supplemental report will be submitted.